Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf-generator issued error codes e433 and e662. The intended procedure was successfully completed using a similar device but there was a delay of about 20 minutes. However, there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to rrc on 2022-05-04). The evaluation/investigation at the rrc confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The reported error message e662 could neither be reproduced nor found in the error log. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.